Event description:
It was reported that a user experienced fluctuating blood glucose (bg) while using the ilet after reconnecting and being on the first week of restarting the system. The user follows a low- or no-carb diet and missed meal announcements that followed a higher-glucose dinner which caused elevated bg (243 mg/dl) and prompted pump corrections. The user then experienced hypoglycemia with the lowest reported blood glucose (bg) at 34 mg/dl by bgm and an urgent low alert from the pump. Symptoms included weakness, fatigue, and shakiness, hyperglycemia, and hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without hospitalization. Investigation included review of reported glucose values, alerts, meal practices, and device use during the early learning period, as well as education on meal announcement practices and low treatment. Investigation of this case revealed that the hypoglycemia was associated with unannounced meals on a low-carb regimen during the device learning phase, leading to corrective dosing and subsequent lows; the device issued appropriate urgent low alerts and there was no report of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors, including missed meal announcements and operation during the learning phase, with consideration for target adjustments to mitigate lows.